Event description:
It was reported that the patient presented episode of ventricular tachicardia remotely via merlin.net. Device interrogation revealed undersensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.